Event description:
The service report shows the ventilator with a touch screen failure. The malfunction did occur during patient use. No serious effects not injury to the patient reported. The covidien customer support engineer (cse) did not duplicate the customer reported issue. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).